Event description:
It was reported that a (B)(6) (dob: (B)(6)) female patient ((B)(6)) underwent supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient had a cardiac effusion. During the procedure, the patient's blood pressure dropped which is how the injury was noticed. It was confirmed first with intracardiac echocardiogram and then with a transthoracic echocardiogram. A pericardiocentesis was done and 200 ml of blood was removed from the cavity. The patient was stable at the time of the call and would be kept overnight for observation. The physician stated that it was his opinion that the injury may have been caused when they went transeptal- "because she (the patient) has a small heart." Additional information was received on 23-feb-2022. The adverse event occurred on (B)(6) 2022 and was discovered post use of biosense webster products. The patient fully improved with no residual effects. The patient stayed overnight in ICU. A transseptal puncture was performed with a brk needle. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event occurred during the transeptal phase. An irrigated catheter was used in the event, the flow setting was 15 high. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used were tag size was 3, 25%, and 3. Additional filter used with the visitag was respiration. Color option used prospectively was time.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).